Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: code 3191 used to capture surgical intervention. H6: code 3189 does not apply. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11: corrected data. B4: alert date updated. B5: additional event description updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was on (B)(6) 2019. I was aware that the surgery had not been successful that day, but I was not able to confirm the implant or the implicated device until 12/23/2019.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown nail head elem: tfna lag screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, in attempting to remove a previously implanted trochanteric fixation nail advanced (tfna), the surgeon was unable to get the lag screw removal device to lodge into the lag screw, so he was unable to remove the unknown screw. Surgery was stopped and implant was left in place. Patient might need further surgery. No fragments generated. There was a 45 minutes surgical delay. Procedure was not completed. There was patient consequence. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).